Manufacturer narrative:
E was initially received via regulatory authority (us food and drug administration, reference number: mw5073594) on 14-dec-2017. The most recent information was received on 27-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("period bleeding became so heavy"), abdominal pain ("debilitating abdominal pain"), uterine leiomyoma ("2 very large fibroids in uterus growing very fast"), autoimmune disorder ("auto immune disease"), intervertebral disc protrusion ("3 cervical herniated disks") and polyarthritis ("arthritis in all joints") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included chondroitin w/glucosamine, collagen, curcuma longa (tumeric), fish oil (omega 3), methylsulfonylmethane (msm), multivit and spirulina spp. (Spirulina). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating especially during menstruation"), arthralgia ("joint pains"), alopecia ("hair loss / hair thinnimg"), rash ("skin rashes / rash on feet"), headache ("headaches") and fatigue ("extreme fatigue"). In 2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion disability) and polyarthritis (seriousness criteria disability and medically significant). On an unknown date, 4 years 9 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced osteoarthritis ("osteoarthritis"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure) and surgery (total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. In 2017, the menorrhagia and abdominal pain had resolved. At the time of the report, the uterine leiomyoma, intervertebral disc protrusion, polyarthritis, abdominal distension, arthralgia and headache outcome was unknown, the autoimmune disorder, osteoarthritis, alopecia and rash had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, fatigue, headache, intervertebral disc protrusion, menorrhagia, osteoarthritis, polyarthritis, rash and uterine leiomyoma to be related to essure. The reporter commented: discrepant data provided: patient reported event date as (B)(6) 2017, but did not specify which one. Patient reported that abdominal pain, bloating, joint pain, skin rashes, headaches and fatigue became gradually worse from 2013 to 2017. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - in 2017: high level. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5073594) on 14-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("period bleeding became so heavy"), abdominal pain ("debilitating abdominal pain"), uterine leiomyoma ("2 very large fibroids in uterus growing very fast"), autoimmune disorder ("auto immune disease"), intervertebral disc protrusion ("3 cervical herniated disks") and polyarthritis ("arthritis in all joints") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included chondroitin w/glucosamine, collagen, curcuma longa (tumeric), fish oil (omega 3), methylsulfonylmethane (msm), multivit and spirulina spp. (Spirulina). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating especially during menstruation"), arthralgia ("joint pains"), alopecia ("hair loss / hair thinnimg"), rash ("skin rashes / rash on feet"), headache ("headaches") and fatigue ("extreme fatigue"). In 2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion disability) and polyarthritis (seriousness criteria disability and medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and osteoarthritis ("osteoarthritis"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. In 2017, the menorrhagia and abdominal pain had resolved. At the time of the report, the uterine leiomyoma, intervertebral disc protrusion, polyarthritis, abdominal distension, arthralgia and headache outcome was unknown, the autoimmune disorder, osteoarthritis, alopecia and rash had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, fatigue, headache, intervertebral disc protrusion, menorrhagia, osteoarthritis, polyarthritis, rash and uterine leiomyoma to be related to essure. The reporter commented: discrepant data provided: patient reported event date as (B)(6)2017, but did not specify which one. Patient reported that abdominal pain, bloating, joint pain, skin rashes, headaches and fatigue became gradually worse from 2013 to 2017. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - in 2017: high level. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.